Manufacturer narrative:
Additional information: block b5 - the complainant provided an update to their report. See updated content in b5. Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a laparoscopically assisted vaginal hysterectomy (lavh) procedure performed on (B)(6) 2021. One of the darts detached from the suture inside the patient during deployment and was not retrieved as the surgeon was unable to find the dart. Reportedly, the area was copiously irrigated but he could not feel anything sharp in the area. The physician believes it was the suture that had an issue as he has used the capio device several times without issues. The procedure was completed with the same device. There were no patient complications as a result of this event. The condition of the patient after the procedure was good and stable.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a laparoscopically assisted vaginal hysterectomy (lavh) procedure performed on (B)(6) 2021. According to the complainant, one of the darts detached from the suture inside the patient during deployment and was not retrieved as the surgeon was unable to find the dart. Reportedly, the area was copiously irrigated but he could not feel anything sharp in the area. There were no patient complications as a result of this event. The condition of the patient after the procedure was good and stable.